Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has experienced severe gingival recession and will need to have oral surgery. The patient also has mobility issues, due to treatment their teeth moved towards each other causing issues with their teeth touching. Patient's dentist advised patient to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.